Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure in 2011 with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including tinnitus in left ear, clenching of teeth on left side, left side back pain, left side sciatic pain, frozen shoulder joint pain, arthritis, short term memory loss, fatigue, ibs, digestion problems, osteopenia, degenerative disc disease, dizziness, vertigo, and hashimoto¿s. In addition, the patient¿s right breast prosthesis became malpositioned. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation in 2014. This medwatch report is for the left breast prosthesis.